Manufacturer narrative:
The glidescope avl monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl monitor and confirmed the no image/intermittent image issue. The technical service representative found the internal usb wires pinched to which the no video issue was attributed. The returned glidescope avl monitor was scrapped and a replacement was sent to the customer. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, they would lose image when in use. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.